Event description:
It was reported that, "the patient says his hip feels lose, and it squeaks. He is also limping. He hears a popping noise when he walks. When he sits it feels like his hip dislocates."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.